Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported the patient suddenly started to experience shocking/continuous firing down their legs as of (B)(6). The patient was in the emergency room, but didn't have their patient programmer (pp) with them. The device was turned off which took care of the continuous firing/shocking. Following this the patient was discharged. Relevant medical history includes failed back surgery syndrome and spinal pain.